Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was doing well post-operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s lead had high impedance. Database analysis suggests there may be a compromise in the lead integrity. The patient will undergo revision.

Event description:
A report was received that the patient¿s lead had high impedance. Database analysis suggests there may be a compromise in the lead integrity. The patient will undergo revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.